Event description:
The patient alleges that the infusion device has been delivering an inaccurate amount of basal insulin for the past two months. They patient experienced elevated blood glucose levels. Especially when she wakes up in the morning she has hyperglycemia. She claims the basal is set correctly. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.